Event description:
A pump alarm was reported during the loading process, identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the pump to be replaced and confirmed the shipping address. The customer was informed about using multiple daily injections as a backup therapy and provided instructions for returning the faulty pump in storage mode within 10 days, which the customer understood and acknowledged.